Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. On february 18, 2002 maersk medical received the complaint and 1 used infusion set. The near-incident took place in USA.